Event description:
It was reported that a flogard infusion pump experienced an f-66 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of f-66 alarm was verified in the alarm log. The cause of the reported condition was due to damaged central processing unit board. No repairs were made, and the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.